Manufacturer narrative:
H.10: most likely the reported issue was caused by pumps motors defective electronics which damaged the resistors on the original distribution board and on the newly installed one. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility to investigate the device and found out the distribution board having burned resistors. He replaced the distribution board and immediately also the new one got damaged and the device shutted down. Investigation is still in progress. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed multiple error codes after routine disinfection at the customer site. All pumps did not start. There was no patient involvement.